Event description:
Reporter states, revision of the tibial component, 2 1/2 yrs post implantation, due to wear.

Manufacturer narrative:
Summary of eval: examination results suggest this event is not device related but rather is associated with malalignment and mal-rotation. These complications are known to promote mal-tracking with excessive localized loading and premature wear.